Manufacturer narrative:
(B)(4). Date sent: 9/23/2020. One video and photo received. Upon visual inspection of one video and one photo, the following was observed: the video shows at the 00:44 mark, a device with a white reload loaded is observed. At the 00:56 mark, the jaws are placed between the tissue. At the 01:13 mark, the device is fired. After that, bleeding could be observed and a clip is placed on the tissue. At the 02:46 mark, a needle/suture combination is introduced to suture the tissue. The first photo shows tissue with bleeding and a staple with what appears to be not properly formed in tissue. The second photo shows a white reload from the side and fully fired. Based on the photo reviewed, the event described is confirmed, however, no conclusion or root cause could be determined.

Manufacturer narrative:
(B)(4). Batch #u5an4c. Investigation summary the analysis found that one pse45a device was returned with no apparent damage and with one ecr45w reload not loaded in the device. The reload was received fully fired. The manual override door was out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic left hemihepatectomy, after firing, all staples formed with irregular shapes and the anastomotic site was bleeding. Oozing was stopped with suture. The patient's condition is stable and there were no patient consequences. No additional information could be provided.